Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the break was not determined. There was no abnormality in operation, it was considered to be a product quality problem.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex and marksman catheter inner pouches. The pushwire was returned outside the marksman catheter. The pipeline flx braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. However, the distal hypotube was found to be broken. In addition, the distal hypotube was found to be slightly stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. Testing/analysis: na conclusion: based on the analysis findings, the pipeline flex was confirmed to have pushwire break/separation as the distal hypotube was found to be broken. The broken end failed via fatigue then overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline pushwire detached at hypotube proximal to wire weld. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing treatment for an unruptured left internal carotid artery clinoid aneurysm with a saccular morphology. Angiographic results post procedure was smooth blood flow. Aneurysm dimensions: max diameter 5.2 mm, neck diameter 3.3 mm. Landing zone: max distal 3.24 mm, proximal 3.67 mm. The patient¿s vessel tortuosity was minimal. It was unknown if dapt (dual antiplatelet treatment) was administered. The broken segment of the pushwire was removed from the patient. The broken segment was removed from the patient by snare/retrieval device. There was no friction or difficulty. The pipeline was removed from the patient. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter 8f guilding, microcatheter marksman 227593965, guidewire synchro 14.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.